Manufacturer narrative:
Additional narrative: this report is for unknown screws. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for unknown screws. PMA/510(k) number is not available. Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: garcía-fernández, c. Et al (2018), reverse total shoulder arthroplasty for the treatment of failed fixation in proximal humeral fractures, injury-international journal of the care of the injured, vol. 49(s2), pages s22-s26 (spain). The purpose of this retrospective study is to assess clinical and radiological outcomes after rtsa as a revision procedure for failed fixation of displaced phf. Between 2003 and 2016, a total of 6 female patients with a mean age of 74.4 years (range, 71-78 years) were included in the study. Of these patients, 1 patient was excluded due to death, 3 patients underwent revision using competitor¿s device and 2 patients underwent revision using unknown synthes philos plate. Delta xtend reverse shoulder system prostheses cemented (depuy, warsaw, in, USA) was used for reverse total shoulder arthroplasty (rsta) following failed internal fixation of proximal humeral fracture (phf). Radiographic assessment with a standard 2-view (anteroposterior and lateral scapular ¿y¿) was performed at 1, 3, 6, 12 months and then every year postoperatively. The mean time between initial fixation and rtsa was 12 months (range, 1-31 months) and the mean follow-up after rtsa was 77.4 months (range, 63-94 months). The following complications were reported as follow: a (B)(6) woman had humeral necrosis with screw cut-out. This patient was revised because joint stiffness changing the delta xtend glenoid component of 38 standard to 42 eccentric. This patient was dissatisfied because although the pain deceased, her preoperative functional status did not improve. A (B)(6) woman had avascular necrosis of the humeral head and hardware protrusion. Another unknown patient had shoulder joint stiffness too, but as she improved her shoulder pain, she declined further revision surgery. The article did not specify what device was used during fixation whether a philos plate or from a competitor¿s device. 1 patient excluded due to death. This report is for an unknown screws. It captured the reported unknown patient who had shoulder joint stiffness. This is report 5 of 6 for (B)(4). A copy of the literature article is being submitted with this medwatch.